Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The difficulty of a system error (se) 2240 (air in line and indicative of a potential malfunction of the disposable cassette) event was confirmed through an event history log review. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013 at 23:27:12. No additional information is available.